Event description:
The surgeon was performing a hip procedure on (B)(6) 2012 with the assistance of the robotic arm interactive orthopedic system (rio). During the impaction of the acetabular cup implant, the impaction shaft could not be removed from the implant without the aid of another tool. After removing the impaction shaft from the cup implant, the surgeon was able to complete the procedure successfully.

Manufacturer narrative:
As part of normal complaint f/u, an investigation was performed at mako surgical with regards to this event. The investigation was completed by evaluating one of the impaction shafts from the site with an acetabular cup trial, however, the issue could not be replicated. Since this issue could, therefore, reoccur and result in loosening of the cup upon attempting to remove the impaction shaft, it was decided to submit this 30 day report in an abundance of caution to ensure compliance with 21 cfr part 803 medical device reporting regulations.